Event description:
It was reported that, pt had a primary tha on (B)(6) 2012 at (B)(6) hospital. Postoperatively it was recognized that the pt had a periprosthetic fracture of the femur. The pt was revised on (B)(6) 2012 using a 20mm x 195mm conical stem, 25mm +30mm cone body and a 32mm +8mm head. The prosthesis were sent to pathology as per hospital procedure and are not available to be returned.

Manufacturer narrative:
The root cause could not be determined as the product and medical records were not provided. Postoperative periprosthetic fracture is a known possible adverse effect of hip arthroplasty as noted in the instructions for use. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.